Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805

Event description:
Customer calling concerned her meter is displaying results that she considers are low for her. Customer meter reading results of 87 mg/dl this morning fasting. Customer expected blood glucose ranges of 96 mg/dl-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 9/30/2017 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history: 104mg/dl (B)(6) 2015 09:00:00 am fasting:yes; 90mg/dl (B)(6) 2015 03:00:00 pm fasting:no; 165mg/dl (B)(6) 2015 04:15:00 pm fasting:no; 111mg/dl (B)(6) 2015 05:30:00 pm fasting:no; 94mg/dl (B)(6) 2015 06:15:00 pm fasting:no.